Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 x2, implantable pacing lead, implanted: (B)(6) 2008; a 7122, competitor implantable tachy lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had low pacing impedance. It was noted that there were no atrial lead issues at the time of generator change; however, six days later the generator procedure the patient presented to the clinic because an alarm was going off. The device was interrogated and there were multiple episodes of oversensing and a low lead impedance alarm. It was noted that pocket manipulation did not seem to affect the lead, but oversensing was observed when the patient stood up. The lead was reprogrammed andremains in use. No patient complications have been reported as a result of this event.